Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Device memory confirmed the impedances increased and were fluctuating during the last year of implant, however, impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in shock impedances on the right ventricular (rv) lead. The increase in impedances started in march and had risen from 70 ohms to 103 ohms. At that time, the observation was resolved with reprogramming. However, a spike in impedances occurred in february and the values were out of range at 150 ohms. The crt-d and rv lead were explanted. No additional adverse patient effects were reported.